Event description:
It was reported by that needle had leaking issue. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 20 g x 3/4 in. Miniloc infusion set was returned for evaluation. A microscopic observation revealed a poor adhesive bond between the tubing and the needle housing. Because the infusion set was found to have gaps in the adhesive at this location, the complaint of a leaking infusion set is confirmed. As this is a supplied component, the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by that needle had leaking issue. No other information was provided.